Manufacturer narrative:
Available information indicates the device remains implanted, pending a replacement procedure. This report will be updated when additional information is received.

Event description:
It was reported that during a device check in the clinic, the accelerometer (xl) in this implantable cardioverter defibrillator (ICD) was not functioning as expected. The device was programmed to vvir 60-110. A hall walk was done, but the patient was still pacing vp-sr at a rate of 100 bpm after 10 minutes of rest. The clinician noted no other rate drivers, such as ventricular rate regulation (vrr) or rate smoothing, were programmed on. The device was programmed to vvi mode and the pacing rate went to 60 bpm, but increased to the 100's when programmed back to vvir. Device data was submitted for engineering review. Engineering review of data found the daily activity trend showing an unexpectedly high amount of daily activity over the last year, with many days indicating greater than 50% activity for the day (the patient is 90 years old). The data did not show an excessive amount of high rate pacing. There was no evidence of xl failure, but device will likely be replaced due to this abnormal behavior. No adverse patient effects were reported due to this observation. The device remains implanted and in service pending a replacement procedure; due to the patient's age, the family was considering replacing the ICD with a pacemaker.

Event description:
It was reported that during a device check in the clinic, the accelerometer (xl) in this implantable cardioverter defibrillator (ICD) was not functioning as expected. The device was programmed to vvir 60-110. A hall walk was done, but the patient was still pacing vp-sr at a rate of 100 bpm after 10 minutes of rest. The clinician noted no other rate drivers, such as ventricular rate regulation (vrr) or rate smoothing, were programmed on. The device was programmed to vvi mode and the pacing rate went to 60 bpm, but increased to the 100's when programmed back to vvir. Device data was submitted for engineering review. Engineering review of data found the daily activity trend showing an unexpectedly high amount of daily activity over the last year, with many days indicating greater than 50% activity for the day (the patient is 90 years old). The data did not show an excessive amount of high rate pacing. There was no evidence of xl failure, but device will likely be replaced due to this abnormal behavior. No adverse patient effects were reported due to this observation. The device remains implanted and in service pending a replacement procedure; due to the patient's age, the family was considering replacing the ICD with a pacemaker. The device was later explanted and returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Available information indicates the device remains implanted, pending a replacement procedure. This report will be updated when additional information is received. Patient code 3191 captures the reportable event of surgery. The device is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during a device check in the clinic, the accelerometer (xl) in this implantable cardioverter defibrillator (ICD) was not functioning as expected. The device was programmed to vvir 60-110. A hall walk was done, but the patient was still pacing vp-sr at a rate of 100 bpm after 10 minutes of rest. The clinician noted no other rate drivers, such as ventricular rate regulation (vrr) or rate smoothing, were programmed on. The device was programmed to vvi mode and the pacing rate went to 60 bpm, but increased to the 100's when programmed back to vvir. Device data was submitted for engineering review. Engineering review of data found the daily activity trend showing an unexpectedly high amount of daily activity over the last year, with many days indicating greater than 50% activity for the day (the patient is 90 years old). The data did not show an excessive amount of high rate pacing. There was no evidence of xl failure, but device will likely be replaced due to this abnormal behavior. No adverse patient effects were reported due to this observation. The device remains implanted and in service pending a replacement procedure; due to the patient's age, the family was considering replacing the ICD with a pacemaker. The device was later explanted and returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Available information indicates the device remains implanted, pending a replacement procedure. This report will be updated when additional information is received. Patient code 3191 captures the reportable event of surgery. The device is undergoing laboratory analysis. This report will be updated when analysis is complete. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.